Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 1 event was reported for this quarter . Product return status: 1 device was not available to stryker for evaluation. Evaluation status: 1 event was confirmed during visual examination by the stryker sales representative at the user facility, - 1 device was found to be affected by bent leg. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use. Device not returned for evaluation.

Event description:
This report summarizes 1 malfunction event in which the device reportedly overheated and was bent; 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 1 event was initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was not available for evaluation. Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device reportedly overheated and was bent. 1 event had no patient involvement; no patient impact.